Event description:
It was reported the patient suddenly was not getting efficacy. Impedance measurements had been "weird" since the device was implanted. A CT scan was done and found that the lead had pulled all the way up to the skull level at the cap and stimloc. A revision was done; the lead and stimloc visually looked fine. The stimloc mechanism was still closed, but did not appear to be functioning. There didn't seem to be excessive pulling on the lead. The lead and stimloc were replaced. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.